Event description:
It was reported that the guidewire fractured and the filterwire was pulled back. A 2.4mm jetstream xc catheter was selected for use for a procedure to treat the left superficial femoral artery (sfa), left popliteal artery, and the left tibial-peroneal trunk (tpt) artery. The physician accessed the right common femoral artery to treat the lesions up and over the bifurcation using a non-bsc sheath. A non-bsc filter wire was back-loaded onto a non-bsc guidewire and then inserted into the anterior tibial artery. The jetstream xc catheter was then advanced over the guidewire and positioned 5mm proximal to the first sfa lesion. The jetstream xc catheter successfully treated the lesion in the sfa and the lesion in the popliteal artery. The jetstream xc was then advanced to the tpt lesion. The lesion was on a mild arc curve due to the filter wire position. The jetstream xc catheter advanced smoothly back and forth without issue and completed atherectomy in the lesion. A total run time of 7:25 minutes was used to treat the lesions. The physician then started to remove the jetstream xc catheter using rex mode. Upon screening, it was found that the filter had been pulled proximally and was sitting in the distal end of the sheath, and the jetstream xc catheter was removed with a portion of the guidewire broken off protruding 10cm from the jetstream xc catheter. A snare was introduced into the sheath to attempt to remove the remainder of the wire, however, the snare inadvertently pushed he filer distally into the popliteal. The snare was then able to retrieve both the filter and the remaining 10cm guidewire fragment successfully. Post-angiogram imaging looked satisfactory with the vessel patent. The procedure was completed using a percutaneous transluminal angioplasty balloon. There were no patient complications reported.

Event description:
It was reported that the guidewire fractured and the filterwire was pulled back. A 2.4mm jetstream xc catheter was selected for use for a procedure to treat the left superficial femoral artery (sfa), left popliteal artery, and the left tibial-peroneal trunk (tpt) artery. The physician accessed the right common femoral artery to treat the lesions up and over the bifurcation using a non-bsc sheath. A non-bsc filter wire was backloaded onto a non-bsc guidewire and then inserted into the anterior tibial artery. The jetstream xc catheter was then advanced over the guidewire and positioned 5mm proximal to the first sfa lesion. The jetstream xc catheter successfully treated the lesion in the sfa and the lesion in the popliteal artery. The jetstream xc was then advanced to the tpt lesion. The lesion was on a mild arc curve due to the filter wire position. The jetstream xc catheter advanced smoothly back and forth without issue and completed atherectomy in the lesion. A total run time of 7:25 minutes was used to treat the lesions. The physician then started to remove the jetstream xc catheter using rex mode. Upon screening, it was found that the filter had been pulled proximally and was sitting in the distal end of the sheath, and the jetstream xc catheter was removed with a portion of the guidewire broken off protruding 10cm from the jetstream xc catheter. A snare was introduced into the sheath to attempt to remove the remainder of the wire, however, the snare inadvertently pushed he filer distally into the popliteal. The snare was then able to retrieve both the filter and the remaining 10cm guidewire fragment successfully. Post-angiogram imaging looked satisfactory with the vessel patent. The procedure was completed using a percutaneous transuminal angioplasty balloon. There were no patient complications reported. Device evaluated by MFR: the device was not returned for analysis, however, the jetstream xc catheter directions for use lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was an nav 6 filter bare wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Compatible guidewires: jetwire 0.014 in (0.36 mm) 300 cm; thruway 0.014 in (0.36 mm) 300 cm; abbott vascular hi-torque spartacore 14; abbott vascular hi-torque iron man 0.014 in.

Manufacturer narrative:
Patient age at time of event: approximately (B)(6).

Manufacturer narrative:
Patient age at time of event: approximately (B)(6).

Event description:
It was reported that the guidewire fractured and the filterwire was pulled back. A 2.4mm jetstream xc catheter was selected for use for a procedure to treat the left superficial femoral artery (sfa), left popliteal artery, and the left tibial-peroneal trunk (tpt) artery. The physician accessed the right common femoral artery to treat the lesions up and over the bifurcation using a non-bsc sheath. A non-bsc filter wire was backloaded onto a non-bsc guidewire and then inserted into the anterior tibial artery. The jetstream xc catheter was then advanced over the guidewire and positioned 5mm proximal to the first sfa lesion. The jetstream xc catheter successfully treated the lesion in the sfa and the lesion in the popliteal artery. The jetstream xc was then advanced to the tpt lesion. The lesion was on a mild arc curve due to the filter wire position. The jetstream xc catheter advanced smoothly back and forth without issue and completed atherectomy in the lesion. A total run time of 7:25 minutes was used to treat the lesions. The physician then started to remove the jetstream xc catheter using rex mode. Upon screening, it was found that the filter had been pulled proximally and was sitting in the distal end of the sheath, and the jetstream xc catheter was removed with a portion of the guidewire broken off protruding 10cm from the jetstream xc catheter. A snare was introduced into the sheath to attempt to remove the remainder of the wire, however, the snare inadvertently pushed he filer distally into the popliteal. The snare was then able to retrieve both the filter and the remaining 10cm guidewire fragment successfully. Post-angiogram imaging looked satisfactory with the vessel patent. The procedure was completed using a percutaneous transuminal angioplasty balloon. There were no patient complications reported. Device evaluated by MFR: the device was not returned for analysis, however, the jetstream xc catheter directions for use lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not on the compatible list. The wire used was an nav 6 filter bare wire. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. Compatible guidewires: jetwire 0.014 in (0.36 mm) 300 cm; thruway 0.014 in (0.36 mm) 300 cm; abbott vascular hi-torque spartacore 14; abbott vascular hi-torque iron man 0.014 in.